Event description:
Patient reported right side "exchange from textured to smooth due to concern with the product as well as lumps, pain and hardness. The device has been explanted. Healthcare professional additionally reported capsular contracture, baker grade unknown, rupture and crease/fold of implant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, opening, crease fold and wear abrasion . A microscopic analysis was performed which identify a sharp opening in the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the posterior side assessed as unidentified (tear) opening . The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture.